Event description:
A malfunction alarm was reported, identified by the malfunction code malf 0. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer in completing the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.